Event description:
It was reported that during a lap.I roux-n-y, an over temp error code occurred as soon as the handpiece was plugged in. Case converted to open as a back-up handpiece was not available in the or. No pt consequence reported.